Event description:
It was reported that the balloon catheter became entrapped on the guidewire. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0 x 100mm, 135cm ranger balloon catheter was selected for the endovascular therapy procedure. The ranger balloon was delivered with a non-boston scientific guidewire and became entrapped before reaching the lesion. The balloon was removed separately from the guidewire. The balloon and the guidewire were replaced and the procedure was completed with different devices. There were no reported patient complications.

Manufacturer narrative:
(B)(6).